Event description:
Surgeons were placing interbody at the l5-s1 level. Implant secured in place with inserter. While positing, inserter tip broke off inside the interbody. Discussion between surgeons and rep determined that the piece could not be removed out of the interbody in the pt. Piece of inserter left inside the pt.